Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration after implant. The patient underwent a lead revision where in the lead was repositioned and that the patient was doing well postoperatively.